Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had their implantable cardiac monitor (icm) explanted. Patient reported that the icm had moved and was growing into their breast tissue. Follow-up with the patient's clinic confirmed the patient request for removal for migration and for cosmetic reasons. The patient's cardiologist requested the device remain in place for two months in order to collect data prior to removal. The icm was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.